Manufacturer narrative:
The device was returned to resmed and an evaluation could not confirm the reported device failed to complete its internal self-test. However, the reported failed final assembly leak test was confirmed and the main circuit board was determined to be defective. The pneumatic block and main circuit board required replacement to address the issues. The device was scrapped due to the customer declined repairs. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test and failed the final assembly leak test. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test and failed the final assembly leak test. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to an isolated component failure within the pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).